Event description:
It was reported that the patient went unresponsive and received cardiopulmonary resuscitation. The event log files captured low flow events on (B)(6) 2024 at 10:03. Pump flow dropped below 1 liter per minute (lpm) at 11:20 pm and remained between 0 and 1 lpm from 12:03 am till the end of the dataset. The patient then passed away. The outcome was due to a sudden a low flow state for an unknown reason and was not thought to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a normal day and went to bed, then was found unresponsive and with low flow alarms by their roommate. The cause of death was unconfirmed, but the initial impression was cardiac arrest. The cause of the low flow alarms was unidentified. No obstruction to flow was found. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The submitted system controller event log file captured a gradual decrease in average flow starting in the evening of (B)(6) 2024 which resulted in several low flow alarms. No other notable events were observed, and the pump was operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.